Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. Visual inspection: the sample was returned. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 4cm balloon. The catheter was kinked 31.3cm and 70.1cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks in the catheter were reported by the user. No other anomalies were observed to the device at this time. The introducer sheath tip was flared, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it was unable to advance past the kinks. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was unable to be inflated. The balloon was cut at the proximal cone to examine the inflation/deflation port in an attempt to determine why the balloon would not deflate. A circular piece of foreign material, identified as excess material from the manufacturing process, was found next to the inflation deflation port of the sample. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within a 6fr sheath. Based on the sample condition, the investigation was confirmed for sheath related retraction issues. Additionally, the investigation was confirmed for inflation issues and foreign material, as the balloon was unable to inflate during functional testing and a piece of excess manufacturing material was found near the inflation/deflation port. However, the investigation was inconclusive for deflation issues, as full functional testing could not be performed due to sample condition. Per the evaluation, excess manufacturing material was identified near the inflation/deflation port of the device. The root cause for the identified foreign material is manufacturing-related. It is possible that the foreign material contributed to the reported inflation and deflation issues. However, the definitive root cause for the reported event could not be determined based upon available information. The manufacturer was notified of the manufacture related incident. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly only inflated from the distal end of the balloon while the proximal end of the balloon allegedly did not inflate. It was further reported that the health care provider (hcp) attempted to deflate the balloon with unsuccessful results; therefore, a needle stick through the skin was required to deflate the balloon. Reportedly, the hcp also experience alleged difficulty in retracting the balloon through the sheath; therefore, the device was removed as a single unit resulting in loss of access site. Another pta balloon was reportedly used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly only inflated from the distal end of the balloon while the proximal end of the balloon allegedly did not inflate. It was further reported that the health care provider (hcp) attempted to deflate the balloon with unsuccessful results; therefore, a needle stick through the skin was required to deflate the balloon. Reportedly, the hcp also experience alleged difficulty in retracting the balloon through the sheath; therefore, the device was removed as a single unit resulting in loss of access site. Another pta balloon was reportedly used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. Visual inspection: the sample was returned. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 4cm balloon. The catheter was kinked 31.3cm and 70.1cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks in the catheter were reported by the user. No other anomalies were observed to the device at this time. The introducer sheath tip was flared, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it was unable to advance past the kinks. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was unable to be inflated. The balloon was cut at the proximal cone to examine the inflation/deflation port in an attempt to determine why the balloon would not deflate. A circular piece of foreign material, identified as excess material from the manufacturing process, was found next to the inflation deflation port of the sample. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within a 6fr sheath. Based on the sample condition, the investigation was confirmed for sheath related retraction issues. Additionally, the investigation was confirmed for inflation issues and foreign material, as the balloon was unable to inflate during functional testing and a piece of excess manufacturing material was found near the inflation/deflation port. However, the investigation was inconclusive for deflation issues, as full functional testing could not be performed due to sample condition. The catheter was returned inserted inside a 6fr introducer sheath. Per device labeling, the recommended sheath size for this device is 8fr. It is highly likely that use of the device within a smaller sheath size than indicated, contributed to the reported retraction issues. Based upon the available information and the returned sample condition, the root cause for the retraction issues is likely user related, as the wrong size sheath was used during the procedure. Per the evaluation, excess manufacturing material was identified near the inflation/deflation port of the device. The root cause for the identified foreign material was manufacturing-related. It is possible that the foreign material contributed to the reported inflation and deflation issues. However, the definitive root cause for the reported inflation/deflation issues can not be determined based upon available information. A user-related results letter was sent to the facility regarding the incorrect sheath size usage, and the manufacturer was notified of the manufacture related incident. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended; when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon; if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly only inflated from the distal end of the balloon while the proximal end of the balloon allegedly did not inflate. It was further reported that the health care provider (hcp) attempted to deflate the balloon with unsuccessful results; therefore, a needle stick through the skin was required to deflate the balloon. Reportedly, the hcp also experience alleged difficulty in retracting the balloon through the sheath; therefore, the device was removed as a single unit resulting in loss of access site. Another pta balloon was reportedly used and the procedure was completed. There was no reported patient injury.